Event description:
It was reported that the insulation chip of the monopolar curved scissors instrument, works intermittently. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the main tube (which the customer referred to as the "insulation") has a .065" x .085" oblong hole burnt through it at the distal end, thus allowing energy to escape and causing the cautery at the tip to work intermittently. The hole center is located roughly .550" above the tube extension and localized material removed around the hole indicates an arcing event occurred. The instrument was disassembled to find the tube extension and hypotubes charred in the same location as the hole. A crack in the distal end of the tube was observed starting at one of the slot features and running along the side of the hole. It was concluded that the crack in the tube most likely created a path for arcing to occur. The source of the crack cannot be determined. No other damage was found.